Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the an occlusion alarm occurred. Customer's blood glucose was approximately 300 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.